Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were golfing and before leaving the golf course, they looked at the dexcom and I was displaying a reading of 90 mg/dl. Twenty minutes later, the patient got into the car and stated they woke up with strangers around them. The patient stated he was found unresponsive and the state police called 911. When the ambulance arrived, they provided the patient with sugar water through intravenous (IV) therapy and when they checked the patient¿s finger stick reading, the meter displayed a value of 61 mg/dl while the cgm was displaying 80 mg/dl. The patient was transported to the hospital and indicated that they had a few dents and some damage to the cause but could not confirm what had happened when he blacked out. At the time of contact, the patient¿s health was improving. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.